Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
Its been reported: no light no image when you plug it in and it will not fully deflect when you put the lever at a lower position. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Conclusion summary: the hazard reported in this complaint was caused by fluid invasion of the scope which damaged the internal electronics and resulted in loss of image and light output. This failure mode was attributed to fluid ingress rather than a material, component, or manufacturing deficiency. This event is filed under internal complaint ID: (B)(4).